Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. There was no evidence of pauses in pacing greater than 2 seconds. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
To date, information suggests that this medical device was to be removed from service. This medical device has not yet been returned to boston scientific. The investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrilator (ICD) had exhibited intermittent loss of capture that did not result in 2 or greater seconds of asystole. However, it was suspected that the few beats of non-capture may be an indicator that the voltage this medical device was able to put out might be getting near patient threshold. The boston scientific technical services consultant recommended immediate device changeout, since device output cannot be guaranteed at end of life (eol). There were no reported adverse patient effects associated with this clinical observation.

Event description:
--